Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 511 mg/dl, 416 mg/dl and 530 mg/dl. The customer was treated with insulin pump. The customer mother reported that the customer tends to run high and low but not on a regular basis. The insulin pump will be returned for analysis.